Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer observed leaking from the cartridge after being filled with approximately 300-400 units of insulin. The customer's blood glucose (bg) level was almost 300 mg/dl and a manual injection was administered to address the bg level. A new cartridge was loaded resolving the issue.